Manufacturer narrative:
The uninterruptible power supply (ups), lot number 19290080, was returned and analyzed. The ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. There was no failure found. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system's main cart unexpectedly powered down, and the camera cart lost connection. The manufacturer representative (rep) rebooted the system, and the same issue occurred again. The rep then attempted a second reboot using a different outlet, and the camera cart would not power on at all. During troubleshooting, technical services (ts) had the rep disconnect the system from ac power, disconnect the camera cart from the main cart, and hold down each power button for fifteen seconds. Upon plugging the systems back into each other and ac power, it booted normally. The site elected to continue the procedure with a different navigation system. The probable cause was suspected to be related to the main cart uninterruptable power supply (ups) and battery connection. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735787, serial/lot #: unknown, ubd: unknown, UDI#: unknown ; product ID: 9735773, serial/lot #: unknown, ubd: unknown, UDI#: unknown h3: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system main cart intermittently would power down. The the main cart ups was replaced. After replacing the main cart power supply, the system was left running for two hours. There was no occurrence of any intermittent powering down. The navigation system then passed the system checkout and was found to be fully functional.   H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout.  Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.